Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home while wearing the pump. The customer had multiple autoimmune diseases and diabetes since she was (B)(6) old. In (B)(6) 2011 the customer was given tpn (total parenteral nutrition) but developed a severe infection in (B)(6) 2012. There was nothing they could do for her at that point. The customer's blood glucose at the time of death was over 1000 mg/dl. She was infected and nothing worked. The customer also suffered from kidney disease. The cause of death was multiple organ failure. According to the caller, the insulin pump did not fail but the customer passed away due to complications from other medical issues. She was not using sensors. The caller did not have the insulin pump at hand to return for analysis. Multiple attempts were made to contact the customer's primary care provider; however no additional information could be obtained.